Manufacturer narrative:
The reported event was inconclusive. Based on the attached photo sample, the catheter was observed to be broken into 2 pieces. However, unable to confirm reported event based on attached photo sample. However, the potential root cause for this failure mode could be user related (example: contact with sharp object) / exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2 foley catheters were contaminated with urine and blood. Nurse inserted catheter into patients. In the first case catheter burst and slipped out. In another case foley catheter broke into 2 at the shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheters x 2 were contaminated with urine and blood. Nurse inserted catheter into patients. In the first case catheter burst and slipped out. In another case foley catheter broke into 2 at the shaft.